Event description:
The user received questionable calcium results and provided data for three patient samples. Of the data provided, the results for two patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 10.8 and the repeat results were 8.5, 8.6, 9.6, 10.2, 9.0 and 8.9. The patient was redrawn and the calcium results from that sample were 9.5 and 9.0. None of the results were reported outside the laboratory. Patient sample 2 initial result was 11.4 with a data flag and was reported outside the laboratory. The repeat results were 10.5 with a data flag and 10.4. The patient was redrawn and the calcium results from that sample were 10.8 with a data flag and 10.7 with a data flag. The result of 10.8 was reported. None of the patients were adversely affected. The calcium reagent lot number was 62601901. The field service representative was unable to determine a cause. He stated the bottled water was possibly out of specification and replaced the water with reagent grade water. He verified the analyzer operation by performing precision testing.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated an architect i2000 analyzer using reaction vessels of lot 71234p100 generated error code 1007, unable to process test, activated read error, along with an increase in initial reactive (B)(6) results. The errors were resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.